Event description:
It was reported that the patient's pump was flipping, and the healthcare provider (hcp) had to manipulate the pump to turn it on at least one occasion; filling difficulty with the pump was also noted. Surgical intervention was performed and it was found that the proximal segment of the catheter was kinked in multiple places. The catheter was replaced completely and the pump was also replaced because of a concern where the catheter connected to the pump. The patient experienced increased spasticity related to the event. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed it had significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.